Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a ventilator failed to charge its internal battery. The device's internal battery was replaced to address the issue.